Event description:
It was reported the pt developed a superficial infection at her ipg pocket site. It was reported the pt was treated with intravenous antibiotics and was recovering from the infection. The pt's scs system remains implanted. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.